Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 800 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified white debris in the ion selective electrode (ise) module. The service documentation revealed that the fse performed maintenance on the ise and flow cell with diluted sodium hypochlorite; to resolve the issue. Additionally, the fse calibrated the instrument. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified white debris in the ion selective electrode (ise) module. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: potassium.